Manufacturer narrative:
The device in this case has not returned for eval, but is expected to return. Once the device is returned, a complete eval is scheduled.

Event description:
Physician was coiling a carotid terminus aneurysm measuring 3x3 with a 2mm neck. Anatomy was not abnormally tortuous and all access was uneventful. Physician accessed aneurysm with echelon-14 and synchro 14 guidewire. Physician attempted to deploy gdc 3d 10 coil (size unk) and felt decent amount of resistance as coil exited the catheter and enter aneurysm. Physician removed this coil and chose a 4x6 gdc 10 ussr. This coil entered and exited the catheter into the aneurysm without incident but physician decided to remove coil because it was not the correct size choice for this aneurysm. When physician pulled coil out of aneurysm, tremendous friction developed in the micro catheter and the coil became trapped in the micro catheter. Physician pulled catheter to remove catheter/coil together and catheter separated with approx 15-20 cm of the catheter left in the pt. Physician tried several snared to remove the separated catheter portion and eventually removed with a 15x35 gooseneck snare. Case was cancelled and pt went home the next dat without any compilations.